Manufacturer narrative:
A DHR review was unable to be performed as the lot number was not provided. The risk management file was reviewed and includes this risk. Additional complaints have been received from this same customer. This appears to be a customer specific issue as no other complaints for the same or similar products have been received. The returned product was inspected and the cracked luer was observed. A different needle free valve was returned than the one provided. The possible cause of the issue could be the different needle free valve. It is recommended that the included needle free valve be used. Unable to determine the root cause.

Event description:
PICC developed a crack along the luer. The PICC was removed. Implanted on (B)(6) 2021, crack date: (B)(6) 2021.